Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) level (38 mg/dl). The customer treated with instant glucose to address bg level. The customer stated that the cause of the low bg was unknown.

Manufacturer narrative:
On (B)(6) 2017:tandem quality engineer evaluated pump data and concluded the following: there is no indication that the insulin pump caused low bg levels. There is no evidence that the insulin pump experienced a malfunction or failure.